Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 10 mg/dl. The customer treated with glucagon. The customer also reported a severe allergic reaction to the sensors of the insulin pump. The customer reported that she no longer uses the sensors for the insulin pump. No add'l info was provided.